Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information /investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap ag that an issue occurred with an atr.grasper double action 420mm (part # pl049r) via information received from user facility mw (B)(4). According to the complainant, a piece of the grasper broke inside the patient. The piece was immediately identified and removed. This occurred during a laparoscopic gynecologic surgery. Patient was not further injured. An additional medical intervention was required. The adverse event /malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information: h6 - codes updated investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale: unfortunately, due to a lack of data and without the product we cannot determine the exact root cause for the mentioned deviation. According to the quality standard, a production error and a material defect can most probably be excluded. If further investigations are required, the product should be provided for examination. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. Root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.